Manufacturer narrative:
Upon an investigation of issue, the root cause was due to customer's pacs having duplicate study instance uids. Study instance uids should be a unique field for each image stored in the database. Customer is going to review their image data and correct the image data containing duplicate fields. Customer was also offered the option to upgrade to iconnect access version 6.1.1 which has the ability to query using study instance uid and accession number. Upgrading to version 6.1.1 would eliminate the probability of retrieving and viewing a patient's incorrect images.

Event description:
Iconnect access is a zero-footprint, zero-download dicom and xds viewer that provides diagnostic quality image review for referring physicians. By providing easy access to images and content, iconnect access enhances stickiness for providers by providing quality service levels to referring physicians. Customer uses iconnect access to view images from their emr via an integration link. The images are then displayed in iconnect access. On (B)(6) 2016, a customer reported that when launching images for patient a, patient b's images were displayed. The radiologist noticed that the study description for patient a's exam did not match the images that were displayed. Due to iconnect access not presenting patient data as expected there is a potential for either a delay in treatment or an incorrect treatment or diagnosis. The issue was detectable by user. There was no indication of patient harm or misdiagnosis due to this issue. (B)(4).